Event description:
It was reported that the pacing catheter would not pace.

Manufacturer narrative:
One 5f pacel bipolar pacing catheter, flow directed, was received for evaluation. The associated syringe was also returned. No other components were received. No visual anomalies were noted in the catheter body, bifurcation, ring or tip electrodes, or connector pins. The catheter was electrically tested. An open circuit existed between the "(-) distal" pin and the tip electrode. Measured resistance between the unmarked pin and the ring electrode was within specification. There was no indication of shorted, crossed, or intermittently open circuits. The measured resistance value for the tip electrode circuit was out of specification; the measured resistance value for the ring electrode circuit was within specification. The catheter was then cut approximately 1" proximal to the ring electrode, the wires exposed and insulation stripped on each side of the cut, and the circuits re-tested. The tip electrode circuit distal to the cut remained open, and the tip electrode circuit proximal to the cut was measured for resistance. An electrical non-conformance existed between the cut black wire and the tip electrode. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. St. Jude medical has internal corrective measures in place.